Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 with repeated ¿unable to proceed¿ during and after a supply change, preventing restart, and the user transitioned to backup therapy; a concurrent manual blood glucose was 483 mg/dl while the ilet displayed ¿high,¿ consistent with a device failure to infuse related to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and device malfunction consistent with failure to infuse, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.